Event description:
Account states that the intermediate siderails will not latch. Sent account the latch spring kit to install in these siderails. Account stated installed the siderail inline spring kit, p/n 140865, onto each intermediate siderail and the problem with the siderails not latching has been resolved.